Manufacturer narrative:
(B)(4). Concomitant medical products: 42511400516, articular surface fixed bearing posterior stabilized (ps) left 16 mm height, lot # 62638061; 00597206535, all poly patella size 35 mm dia. Standard 9.0 mm thickness, lot # 63198317; 42500606201, femur cemented posterior stabilized (ps) standard left size 7, lot # 63167407; 42532006401, tibia cemented 5 degree stemmed left size c, lot 62957777. Reported event was confirmed by review of x-rays and provided revision op notes. Visual inspection of the returned tibial component and articular surface exhibits signs of being implanted. Scratches on the proximal side and few traces of cement on distal side were identified on tibial component. Articular surface shows signs of pitting on the proximal side. Dimensional analysis shows measured dimensions are with in specification. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Revision op-notes indicate that patient was revised due to loosening of tibial component. X-ray (post-op primary) radiolucencies are present at tibial implant cement-bone and metal-bone interfaces, consistent with loosening of the tibial component. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a revision due to tibial loosening after a knee arthroplasty.